Event description:
Resident rolled into bed side rails, causing the side rails to break loose. Resident fell to floor two lacerations to rt side of face. Sent to the hospital for sutures. The original welding broke loose from the side rails.